Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance due to low blood glucose on june 19, 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 366 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as unresponsiveness and a diabetic coma. The customer was wearing the insulin pump during the incident. The caller stated the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.